Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Additional review indicated the information in this report pertains to manufacturer¿s report # 3004209178-2019-20627. Any additional information regarding the lead replacement and high impedances will be submitted as a supplemental filing to report # 3004209178-2019-20627. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator had not been on for a while, possibly a couple of months. The implantable neurostimulator was dead at the time of the report. The patient controller was fully charged at the time of the report;however, there was a no device found screen both with and without the recharger connected to the patient controller. They were unable to locate the implantable neurostimulator. The manufacturer representative was able to charge through the passive recharge and then subsequently was able to connect to the implant. There were no patient symptoms or complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 01-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that they were in the or as patient was getting ready to have ins replaced although later in the call, rep stated they were changing the paddle not the battery. Rep stated ins had not been on for a while, caller speculated a couple months and therefore, it was dead but they want to charge it so they can check impedances intra-op. Rep stated they have patient's charged controller and recharger as well as their personal charged controller with recharger and both were showing they could not locate the ins. Rep stated they knew recharger was right over ins as it was superficial. Tss reviewed that ins likely needed to go through passive recharging cycles. Tss reviewed how to perform passive recharge cycle and recommended doing at least 3 and then likely ins would need to charge for another 45 minutes to an hour before it could be interrogated. Additional information was reported that the patient's paddle lead because of high impedances impacting therapy delivery. The patient strictly had a lead revision. After speaking with technical services the rep was able to locate and recharge the ins intra-opp. They were then able to check connectivity, and run an impedance check on the new lead with the battery. The patient and doctor were happy. No further information was reported.